Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6)2015, patient experienced a rash at the abdomen around the patch adhesion site and the buttocks. Patient's mother took patient to the doctor on (B)(6) 2015, who advised patient to keep his skin hydrated.at the time of contact with dexcom technical support, no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The reported rash cannot be confirmed, however, it should be noted that the dexcom g4 continuous glucose monitoring system user's guide states: "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritation."